Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The livanova field service representative in charge replaced the distribution board, cpu board , mains ac board and can socket and cable . Subsequent functional verification testing was completed without further issues and the unit was returned to service. A failure of electronic components caused the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to patient pumps during a service activity. There was no patient involvement.